Event description:
The nurse reported via phone call that customer were hospitalized and dispatched from emergency medical services due to the high blood glucose level on (B)(6) 2022. Blood glucose reading was 445 mg/dl at time of incident. Customer's current blood glucose value was unknown. Customer did not report any symptoms related to the high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Automode feature was not on during the high blood glucose event. Device passed fill cannula and displacement test. Customer was assisted for troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.